Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3x32mm, 90% stenosed, concentric and de novo target lesion with significant lesion bend of >45 and <90 was located in the tight, severely tortuous and moderately calcified left anterior descending artery. After the left ostium was engaged coaxially with a 3.5 6f non-bsc guide catheter, a non-bsc guide wire crossed the lesion. Predilation was then performed with a 2x12mm maverick¿ balloon catheter. A 3.00x38mm promus element ¿ long stent was then advanced but failed to track the lesion. The device was removed and it was noted that the distal strut was lifted. The procedure was then completed with a 3x38mm synergy¿ stent post dilated with a 3.5x8mm quantum maverick¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: f/g, promus element, mr, ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to distal stent strut rows 2, 3, 6 and 7. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3x32mm, 90% stenosed, concentric and de novo target lesion with significant lesion bend of >45 and <90 was located in the tight, severely tortuous and moderately calcified left anterior descending artery. After the left ostium was engaged coaxially with a 3.5 6f non-bsc guide catheter, a non-bsc guide wire crossed the lesion. Predilation was then performed with a 2x12mm maverick¿ balloon catheter. A 3.00x38mm promus element ¿ long stent was then advanced but failed to track the lesion. The device was removed and it was noted that the distal strut was lifted. The procedure was then completed with a 3x38mm synergy¿ stent post dilated with a 3.5x8mm quantum maverick¿ balloon catheter. No patient complications were reported and the patient's status was stable.